Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for an ultrasound examination of the target lesion. During the procedure, black out occurred due to bubble. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.